Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
Received medwatch report (mw5075696) from the us food and drug administration via us mail reporting an optiflux f250 nr dialyzer blood leak. It was reported that the staff observed that the dialyzer had a blood leak on the arterial and venous ports for one patient; however information on how far into treatment the blood leak occurred was not provided. Patient¿s treatment was immediately stopped and none of the blood was returned. Additional information on patient¿s demographics, treatment data, patient status or product information was not provided.

Manufacturer narrative:
Correction: (lot number reported) plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A production record review of the lot was initiated as part of the manufacturer investigation. It was found that no dialyzer lot has been manufactured under this lot number (last lot from this month/line is 17hu01020). The lot number 17hu04027 was manufactured in the same month, has a similar lot number, and is 250nre dialyzer product as reported by the complainant. This lot production batch records review was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Should additional relevant information become available, a supplemental report will be submitted.